Event description:
During preparation for use, it was noticed that the handpiece became hot. The surgery was completed as planned with back up equipment. There was no pt involvement and no report of adverse consequences to the user or pt.

Manufacturer narrative:
The product has been received, however, the investigation has not yet begun.